Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced hyperglycemia with a highest continuous glucose monitor reading of 362 mg/dl while using a contact detach infusion set on the abdomen with a libre 3+ cgm, after which the caregiver administered a subcutaneous dose of short-acting insulin and later performed an infusion site change with insulin delivery resumed and blood glucose reduced to 157 mg/dl; the device problem and component could not be characterized due to insufficient information. Symptoms included hyperglycemia with moderate ketones and no reported symptoms otherwise. Outcomes included the need for unexpected medical intervention in the form of medication. Investigation included communication with the caregiver and analysis of the information provided. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.